Manufacturer narrative:
Alternative summary report for exemption e2013038. Procode: otn. Reporting period: january 1, 2019 through february 28, 2019. Total number of events: 8. Total events per brand name: uretex (8 events). If information is provided in the future, a supplemental report will be issued.

Event description:
Asr exemption e2013038. The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of urogynecological issues. The device was implanted during a procedure that involved tension free vaginal tape suburethral sling revision and cystoscopy. It was reported that after implant, the patient experienced recurrent mechanical dysfunction of the genitourinary device, scar tissue, recurrent granulation tissue, recurrent vaginal polyps, slowing of the urinary stream, urinary urgency, polypoid reactive granulation tissue, vaginal foreign body, and granuloma. Post-operative patient treatment included multiple nonsurgical and surgical interventions.